Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. An extended investigation has been conducted, which involved a manufacturing review of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc blood glucose meter. The customer reported the meter would not power on with button press or test strip insertion. As a result, the customer was unable to obtain glucose results and experienced loss of consciousness due to hypoglycemia. The customer reported being to self-treat with orange juice, and no other treatment was required. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
A battery/no power issue was reported with the adc blood glucose meter. The customer reported the meter would not power on with button press or test strip insertion. As a result, the customer was unable to obtain glucose results and experienced loss of consciousness due to hypoglycemia. The customer reported being to self-treat with orange juice, and no other treatment was required. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Meter ((B)(6) ) has been returned and investigated with known good test strip. Visual inspection has been performed on the returned meter and no issues were observed. The meter is powered on with a button and with strip insertion. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.